Event description:
It was reported the patient felt that once in a while the pump does not work. Four times this past month the patient felt like the pump was not working. A confirmed motor stall and motor stall recovery recorded in event logs. Motor stall occurred (B)(6) 2012 at 13:22 and then recovered at 14:03. The pump was filled (B)(6) and they expected 6.3 ml and the actual was 8.5ml. The pump was refilled (B)(6) 2012; they expected 5.8 ml and they pulled out 8 ml. The pump was delivering bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# j0039928r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).